Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The ez change lever was repaired. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, while installing an absorbent canister, the release lever on the ez change fell off. There was no report of patient involvement.